Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with persistent low flow alarms with sudden onset. Flows read 0 liters per minute (lpm) and the aortic valve was not opening on echocardiogram. There was concern for outflow graft obstruction. Patient was hemodynamically stable and asymptomatic. Coronary computed tomography angiography with evidence of outflow graft thrombosis and patient was started on milrinone and heparin drip. A system controller exchange was performed when the patient arrived at the emergency department in case there was an equipment issue. Log files were submitted for review and captured constant low flow alarms with a flow at 0 lpm on 27-jan-2024. There was a brief breakthrough between 9:03 pm and 9:05 pm where the pump flow managed to briefly increase as high as 2.5 lpm. This could have potentially been the result of an obstruction in the pump system. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment is operating as intended.

Manufacturer narrative:
B1/h1: report type corrected to serious injury. Section b5: the pump exchange occurred at (B)(6) hospital. Manufacturer¿s investigation conclusion: the evaluation of heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) confirmed the presence of thrombus in the pump which could have contributed to the sudden low flow alarms confirmed through review of the submitted log files. The pump was returned assembled with the pump cable severed approximately 8¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. The outflow graft and outflow graft bend relief were returned detached from the pump. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff had been removed and was not returned. Upon disassembly of the returned device, evaluation of the inflow cannula lumen revealed a tissue-like deposition which appeared to fully occlude the blood flow path. Additional tissue-like depositions were observed within the eye and vanes of the rotor. Although these depositions were well formed, they were not strongly adhered, suggesting that they likely did not form within the pump and were instead ingested. The exact origin of these depositions could not be conclusively determined through this evaluation; however, they could have contributed to the low flow alarms captured in the submitted log files due to the occlusion of the blood flow path. Additionally, depositions of loosely coagulated blood were observed throughout the pump cover and outflow graft. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of a low flow condition. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The obstruction was confirmed via echocardiogram (echo) results along with enlarging nonspecific nodules of upper abdomen adjacent to the stomach. Based on echo results, suspected diffuse occlusion of outflow tract with reconstitution just proximal to the aorta was noted. When original heartmate3 was removed, clot was present on the outer portion on inflow and inside inflow cannula. The surgeon noted panus formation along the inflow/left ventricular apex. The clot was removed. The surgeon planned an upfront right ventricular assist device (rvad), and a centrimag (cmag) was placed.